Manufacturer narrative:
The device was returned for analysis and investigated. The reported gripper actuation issue and stretched gripper line could not be confirmed via returned device analysis. The discrepancy between what was reported (one of the gripper arms did not move simultaneously to the other gripper arm and the gripper line appeared stretched) and what was observed (no issue with gripper actuation and gripper line) is likely due to a combination of varying amounts of tension felt by the device during preparation versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue and stretched gripper line. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported during preparation of the mitraclip delivery system (cds), one of the gripper arms did not move simultaneously to the other gripper arm. The gripper line appeared stretched, one side was longer than the other. The cds was not used and was replaced with another cds. There was no clinically significant delay during the procedure. No additional information was provided.